Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as mitral stenosis and increased mitral regurgitation were observed. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for degenerative mitral regurgitation grade (mr) 3+. The patient presented with chordal rupture, flail, normal thickness of leaflets, and a slightly enlarged left atrium. A tricuspid valve procedure was also performed. One mitraclip was implanted in the mitral valve, without reported issue. Another mitraclip, cds0602-ntr, 80711u153, had difficulty grasping the medial leaflet segment in the mitral valve. This clip was eventually deployed on the anterior and posterior leaflets, stable and well seated, with no loss of leaflet. The mr had been reduced to grade 2+ and the mean mitral valve gradient was noted as 6mmhg. Per physician, the patient did not experience any adverse events and no treatment was provided for the increased pressure gradient. On (B)(6) 2019, the patient was hospitalized for heart failure and severe mr grade 4+ was noted. On (B)(6) 2019, an occluder was implanted as treatment of heart failure. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. It should be noted that the reported patient effects of worsening mitral regurgitation (mr), mitral stenosis and worsening heart failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated, a definitive cause for the difficulty grasping the leaflets could not be determined. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was received: on (B)(6) 2018, a tricuspid valve procedure was also performed. Two clips were implanted without reported issues. On (B)(6) 2019, occluder placement failed. On (B)(6) 2019, the occluder was placed in-between the two mitraclips in the mitral valve.